Manufacturer narrative:
Updated data: a - patient information, b3, b5, d - suspect medical device, h4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the left anterior fascicular block (lafb) onset date was one day following the implant of the valve. The permanent pacemaker was implanted ten days following the implant of the valve due to complete heart block (chb). Chb was noted to be resolved on the day of the permanent pacemaker placement and the patient was discharged three days after presenting to the ed. Echocardiogram was performed and showed a normal prosthetic gradient with no paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Continuation of d10: product ID unknown delivery catheter system (dcs); product type: 0195-heart valves; lot number: unknown product ID unknown compression loading system (cls); product type: 0195-heart valves; lot number: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left anterior fascicular block developed post-operatively but was stable. At an unknown duration of time later, the patient presented to the emergency department (ed) for fatigue. Electrocardiogram (ECG) showed complete heart block in the range of 30 beats per minute (bpm). As reported, an antimuscarinic agent was administered unsuccessfully in the ed. A temporary pacemaker was placed. The patient was admitted to the cardiac care unit for temporary pacing management and further monitoring. Echocardiogram was performed and a permanent pacemaker was scheduled to be implanted. No additional adverse patient effects were reported.